Manufacturer narrative:
Trackwise: (B)(4). Analysis of production: the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: there were 03 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿mar 2021 through jun 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: the device was returned to the factory for evaluation on 08/09/2021. An investigation was conducted on 08/10/2021. Photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The seal was observed outside the device. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger fully depressed and the blue slide lock disengaged. The seal was observed outside the delivery device in a fully opened state. Blood was also observed on the seal, indicating an attempt was made to introduce the device into the aorta. The anchor was observed to be attached to the seal. The tension spring assembly was not returned for evaluation. Measurements were taken of the delivery device; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.223 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They normally load the seal into the delivery device according to IFU to use the heartstring 3.8mm during opcab, then inserts the seal into the aorta hole. It does not unfold and gets caught at the end of the delivery device handle, causing the seal to come loose. The hole is not blocked and blood continues to flow, making it difficult to proceed with the operation. After removal, the operation is completed using the same new product. There was no abnormality in the patient's condition.